Event description:
Additional information was received that prior to explant, this lead also exhibited loss of capture and poor sensing. Due to the high oor impedances and the impaired function of the lead it was suspected that the lead was fractured. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out of range pacing impedances greater than 2500 ohms and noise. Additionally there was concern related the pacemakers fluctuating battery longevity readings in this dependent patient. Given the issues with the ra lead and the fluctuating battery longevity surgical intervention was performed. The ra lead was surgically abandoned and the device was successfully explanted. A new lead and generator were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.